Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.left ventricular (lv) lead capture management trend data for last 15 days shows measurement aborted due to possible high threshold on (B)(6) 2016; additional measurements aborted due to not being able to measure since programmed to right ventricular (rv) lead only pacing.

Event description:
It was reported that the patient had phrenic nerve stimulation and diaphragmatic stimulation due to an left ventricular (lv) lead dislodgement. The lead also had high thresholds.the lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.